Manufacturer narrative:
To date the product has not yet been returned from the user facility in (B)(6). Without the product the investigation has not yet completed. Upon return of the product and analysis a final report will be drafted. Until that time the hematoma event will continue to monitored and trended.

Event description:
Upon admission to the cardiac cath lab an impella cp was placed for hemodynamic support. The patient suffered a hematoma at the impella access site. The team called for vascular surgery to perform a direct mattress suture and infused blood products. The team in hong kong noted 4-5 bags of blood product, but exact amount in cc's is unknown. The patient had his impella pump weaned and was supported afterwards by ECMO (extracorporeal membrane oxygenation).

Manufacturer narrative:
Since the initial report was filed, the complainant in hong kong returned the product. The physician had noted excessive bleeding upon placement of the impella repositioning sheath. The product was returned with significant damage but, the cause of the damage was not determined. The team had clamped off the product during removal, and as such the etiology of the product damage could not be determined. The root cause of the bleeding at the impella access site is unknown. The further clinical details were not provided. The anticoagulation regimen was not shared. The failure mode will be monitored and trended.